Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom shut down without user input through review of the associated spectrum infusion pump's event history log, but could not reproduce it. The eval found that the battery module's wireless connection capabilities inoperable due to a constant check battery alarm. The module failed further testing due to a "comm timeout error code 10," determined to be caused by a failed radio printed circuit board, rendering the unit irreparable. All of these factors are known to contribute to the reported symptom. The associated spectrum infusion pump, which was operating with the wireless battery at the time of the event, was tested by baxter and found to be within specification. The wireless battery module was retired from service.

Event description:
It was reported that a wireless battery module b used on a spectrum infusion pump shut down without user input during an infusion. The customer reported that it was unclear if the pump was plugged in, but found that the battery was fully charged when the pump was turned on. It was also reported that there was no pt injury.